Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine dose and concentration not reported via an implantable pump. The patient¿s medical history included screws in their back. On (B)(6) 2020 it was reported that the patient fell a couple of times and their pump moved. Per the reporter instead of being in upper position in his stomach, ¿it is basically sitting on his lap¿, it hurts him every time he sits and causes pain. The patient¿s left side hurts, his spine and leg. The patient had morphine in their pump at the time when he started noticing the symptoms. The patient¿s pump was currently empty. The patient was looking for a physician to remove the pump. The patient lived in puerto rico but was currently in ny and did not currently have a managing healthcare provider. No further complications were reported regarding the event.